Manufacturer narrative:
A specific root cause could not be determined based on the provided information. The patient sample was requested for investigation, but there was not adequate volume remaining for investigation.

Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer stated that they received erroneous results for one patient sample tested for antibody to (B)(6) on an e411 analyzer. The sample had a (B)(6) when testing it on the e411 analyzer. The sample initially resulted as (B)(6) on the e411 analyzer and this value was reported outside of the laboratory to the patient. It was then identified that the patient was initially screened using an abbott architect analyzer and a vidas analyzer at another hospital and the (B)(6). The patient was also tested for (B)(6) using an elisa method and this was also found to be (B)(6). On (B)(6) 2016, the sample was repeated on the e411 analyzer, resulting as (B)(6). The sample was also repeated on the e411 analyzer on (B)(6) 2016, resulting as (B)(6). The sample was sent for testing with (B)(6) genotyping and resulted as (B)(6) on (B)(6) 2016. The sample was also sent for testing with (B)(6). The sample was repeated on a second e411 analyzer, resulting as (B)(6). The sample was also repeated on a vitros eci analyzer, resulting as (B)(6). The patient was not adversely affected. The e411 analyzer serial number was asked for, but not provided. The serial number of the second e411 analyzer was asked for, but not provided.